Event description:
It was reported that (1) tlc75 was used during an unknown procedure. It was reported by the rep that the customer reports that the device would not fire (locked out) and then the handle broke. Opened another device to complete the case. There was no consequence to pt.